Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a nephrology educator that a fluid leak was discovered on the inside of the cassette door of their cycler after ending their pd treatment. It was reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment and air was observed in the tubing set. Ultimately the cycler user discontinued the treatment and stripped down the cycler. Upon opening the cassette door, a large amount of fluid leaked from the pump compartment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from upper right corner of the cassette membrane. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. They were advised to discontinue the use of their cycler. A new cycler was issued. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
Additional information provided in d4 and h4. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a nephrology educator that a fluid leak was discovered on the inside of the cassette door of their cycler after ending their pd treatment. It was reported receiving an air detected in cassette alarm during drain 4 of 4 of treatment and air was observed in the tubing set. Ultimately the cycler user discontinued the treatment and stripped down the cycler. Upon opening the cassette door, a large amount of fluid leaked from the pump compartment. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from upper right corner of the cassette membrane. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. They were advised to discontinue the use of their cycler. A new cycler was issued. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.